Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was inserted (B)(6) 2016 and both lumens flushed without issue. On (B)(6) however, blockage was confirmed in the distal lumen. As a result, the catheter was removed and a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.